Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that a final angiogram was performed, where a type 1a endoleak was noted. 7 endoanchors were implanted but the endoleak was still present. The physician then decided to place etcf2828c49e cuff. The event was resolved. As per the physician, the cause of the event was anatomy related due to a slightly angulated aortic neck, which caused the graft to land approximately 3mm below left renal. No additional clinical sequelae were reported and the patient is fine.